Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. (B)(4). Pump passed the displacement test, basic occlusion test, occlusion test, prime, compromised forced sensor system test, rewind test and excessive no delivery test. However, pump was received with loud motor noise during rewind due to faulty motor.

Event description:
The customer reported via phone call that the insulin pump was making louder noise during rewind and made grinding noises. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.